Event description:
It was reported that during total hip arthroplasty performed on (B)(6), 2012 the surgeon encountered difficulty locking the polyethylene acetabular liner component into the acetabular shell. Ultimately, the liner was successfully locked into the cup and the procedure was completed with no further issue but a delay of greater than thirty minutes occurred as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package inserts state under warnings: "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component". Sales history shows that all units of this lot have been invoiced as implanted with no additional issues reported. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-20121-000156 & 000157).